Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: there was one unexplained pump reboot event observed in the black box. The battery compartment was cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboot events were duplicated with the returned battery cap. A test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test with no power issues observed. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump had intermittent power. The reporter indicated that the battery compartment was cracked and the yellow o-ring of the battery cap was visible at the time of the event. The reporter indicated that the battery cap was unable to be tighten appropriately to the pump related to the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.